Event description:
Received notice of complaint concerning above product via phonecall from facility charge nurse. Reports that there have been 4 events in which a leak occurred at the (post) pump segment to pump adapter location (tee-connector). Three events occurred on 10/30 and one on 10/27, isolated to stated lot number. The leaks have occurred at various times throughout the treatment. This event occurred after 2.5 hrs of treatment. The blood loss due to the actual leak was approx 20cc in each case, however, in each case there was a system discard of 200cc. No medical intervention was required by any of the pts involved. All of the pts had stable hbg's pre event. Medwatch forms have been filed. Initially, the clinic staff discarded the suspect lines, but the charge nurse is attempting to retrieve them. A response letter and mailer will be sent. 10/30 - the charge nurse reports that they were unable to retrieve any samples from the trash. Companion samples will be sent.